Manufacturer narrative:
The reported device was explanted due to endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information received indicates that valve was explanted due to endocarditis. The patient was reported as stable. Access to valve was denied. The patient has previous history of CABG x2 and aver for bicuspid stenotic valve. The patient presented at hospital w/ nstemi and was found t have a lesion in his native coronary artery which was stented. The patient felt poorly afterwards with fevers and chills and was ultimately found to have gram positive rods in his blood and vegetation on the aortic prosthesis. The patient was transferred to another hospital and was found to have an intermittent heart block and gave a history of tia like symptoms. The valve was found to have heavy tissue ingrowth and two large vegetations that were removed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately two(2) years, five(5) months, twenty two (22) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm bioprosthetic aortic valve. There were no reported complications.

Manufacturer narrative:
The reported device was not returned to manufacturer. Attempts to obtain additional information have been unsuccessful. Without return of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.